Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the implant turned off by itself because they were opening and closing the refrigerator and it turned off at 4 in the morning. The hcp (healthcare provider) told the patient it was because they used the refrigerator. This was a sudden change in the rapy/symptoms. No further complications were reported as a result of this event.